Event description:
It was reported that the ilet issued low glucose alarms during the night, waking the user, with a documented blood glucose of 75 mg/dl and a corresponding low alert. Symptoms included hypoglycemia. Outcomes included user sleep disruption due to nocturnal alarms. Troubleshooting and education were completed, and the user was advised on treating low glucose with oral glucose such as juice or glucose tablets; an extra charger was arranged for future travel needs. Investigation included a review of device alerts and user-reported blood glucose, with no indication of device malfunction. Investigation of this case revealed that the device correctly detected and alerted to low glucose, and no component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.